Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. An evaluation of the suspect device cannot be conducted. Multiple attempts to obtain the items in question have been unsuccessful.

Event description:
The tip of the probe broke off in the patient's pedicle while cannulating the screw hole. The surgeon had to fish the detached section out which delayed case approximately 15 minutes.